Event description:
It was reported that during a right lower extremity angiography procedure, advancement difficulties were encountered. The lesion was located in the left superficial femoral artery (sfa). Vascular access was obtained through the left common femoral artery. While attempting to advance another manufacturer's 5fr guide catheter over the amplatz super stiff guide wire from the left to right in order to access the lesion, the catheter became stuck on the guide wire. Both the guide catheter and amplatz super stiff guide wire were removed together. It was further reported that the "outer wrap/coating was not well done". The procedure was successfully completed with another of same device. No patient injuries or complications were reported. The patient's status was reported as "fine".